Manufacturer narrative:
The suspect device/component has been received by vyaire. An investigation is currently pending. Once the investigation is completed, a follow up report will be submitted with the results of the investigation.

Event description:
The customer reported that while using the avea ventilator, the user interface module (uim) screen went blank and stopped ventilating. The customer reported the ventilator was on a patient when this issue occurred the ventilator was swapped out and there was no patient harm or injury.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. No anomalies found during this investigation.